Event description:
A dialysis health care professional reported a system error 2240 alarm in drain 4 during treatment using homechoice device. When the pt called in to speak with a technician, it was noted "the pt line is disconnected and soaked the bedding". Writer was unable to follow up with the pt because he was hospitalized for unrelated reasons. The pt did not notify the health care professional about this incident as instructed and no further details are known. Per the health care professional, there was no pt injury or medical intervention associated with this incident.